Event description:
It was reported that the patient was brought into ER with cardiac and respiratory arrest. The hcp was initially concerned that the event may be due to the baclofen pump. The managing hcp reported, that the patient has long term respiratory issues, as well as, scoliosis, uses continous oxygen and is prone to pneumonia especially during colder months. The hcp was unaware of any withdrawal or overdose symptoms, no device troubleshooting was done and no intervention with device was needed. She stated patient is receiving lioresal 2000mcg/ml with a daily dose of 1000mcg and has been on this same dose for a long time. She does not know if patient is still in the hospital or not at this time.

Manufacturer narrative:
.